Event description:
It was reported when the patient presented a remote merlin transmission, far r-wave oversensing was observed. Reprogramming the device settings and changing the device mode were recommended. The ventricular and atrial leads had pulled back. The leads were repositioned. The patient was okay and allowed go home.

Manufacturer narrative:
(B)(4).